Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine, 10 mg/ml concentration at 6.2 mg/day dose, baclofen, 150 mcg/ml concentration at 93.15 mcg/day dose and dilaudid, 1 mg/ml concentration at 0.62 mg/day dose at via intrathecal drug delivery pump for non-malignant pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Pump was alarming and pump status and/or event log reported motor stall occurred and motor stall (active). Motor stall occurred: (B)(6) 2017, motor stall recovery: (B)(6) 2017 and motor stall occurred: (B)(6) 2017. Elective replacement indicator (eri) was 8 month at the time the event logs were read. Patient reported a little bit of worse pain. Pump was replaced on (B)(6) 2017. No further complications were reported.